Event description:
Boston scientific received information that this device experienced premature battery depletion within 60 months of implant. As a result, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.